Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3: MFR reference report: 3006705815-2019-00145, and 1627487-2019-00548. It was reported that the patient had the full system explanted and replaced on (B)(6) 2018. The reason was not given. Therapy was restored post operatively.

Event description:
Follow up information received. The system explant and replacement was due to lead migration which was confirmed with x-rays.